Event description:
It was reported that during implant the left ventricular (lv) lead was placed but began slowly backing out of the vein even though it had been advanced as far as possible in the vein prior to slitting. The physician did not feel the lead was stable. The lead was eventually placed in another vein and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).